Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.9, 5.2, lab: 3.5. Time between the inratio test and the lab test was 1-2 hrs. Pt's therapeutic range is 3.5-4.0.

Manufacturer narrative:
Investigation pending.